Event description:
It was reported that a patient went to the hospital (B)(6) 2015 because and of a suspected stroke. The patient had an MRI scan (magnetic resonance imaging) because the patient had multiple sclerosis (patient was diagnosed 22 years ago in 1993) and ¿they weren¿t sure if the patient had a stroke.¿ the reporter confirmed there was no suspected problem with the implanted device or therapy. The reporter stated that the managing healthcare professional (hcp) had not been made aware that the patient was in the hospital, and the reporter was redirected to the hcp. The pump was used to infuse baclofen (unknown). Follow up was being conducted to obtain further information regarding the MRI results and patient outcome. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp (healthcare professional) and it was reported that the patient's issues were not related to the pump. The patient's other symptoms such as foot pain, leg weakness, worsening clonus, increased spasms at night, ambulation difficulties, and slurred speech were caused by comorbidities and medications the patient was taking. The hcp was not willing to provide further information regarding the other medications the patient was taking or further details regarding the comorbidities.

Manufacturer narrative:
(B)(4).

Event description:
On 09-15-2015, additional information was received from a healthcare provider (hcp) indicating that the patient was receiving intrathecal baclofen 500 mcg/ml (dose 57.02 mcg/day) via an implanted pump. The start date of therapy was (B)(6) 2015 (date of refill) and the low reservoir date was (B)(6) 2016. The pump logs provided examined on (B)(6) 2015 (pre refill) with pump settings last changed on (B)(6) 2015 indicated the patient was also receiving intrathecal baclofen 500 mcg/ml (dose 57.02 mcg/day) in simple continuous mode. The patient's next visit was scheduled for (B)(6) 2016. Other medications the patient was taking at the time of the event was baclofen 20 mg (1 tab orally as needed for muscle spasm), ambien (10 mg oral tablet-1 tab oral every bedtime as needed for sleep), copaxone, cymbalta (60 mg oral twice a day), dioran (80 mg oral everyday), oxycontin (20 mg oral three times a day as needed for pain), clonazepam (0.5 mg oral tablet and half a tab oral with lunch or 1 tab orally every am and pm), metoprolol (50 mg oral tablet, 2 tabs every am and two tabs every pm). The patient's medical history included anxiety, depression, hypertension, multiple sclerosis, spasticity and urinary incontinence. The patient had no known drug allergies. The results of the MRI performed were unknown. The potential stroke had been resolved and there was no stroke diagnosed. It was also reported on (B)(6) 2015 the patient experienced bilateral foot pain and rated the pain 3/10 bilaterally. The patient's legs had gotten progressively weaker and had therapy at home for transfers and now transferring independently. No falls were reported. The patient was having trouble pulling up pants after voiding on the toilet and now unable to use the toilet and voiding in depends. He was awaiting new medication to help with left extremity ambulation. The patient was now told has secondary progressive ms and worsening clonus. The patient was asking for bolus dosing at night due to increased spasms at night. Daytime clonus does not bother him. He was hospitalized a month ago for slurred speech and possible medication effect. The patient's activities of daily living and chores required assistance and an assistance device used for ambulation wheelchair. The plan was to do a home exercise program, continue current intrathecal baclofen dose, and try oral baclofen before bed (20 mg oral tablet, 1 tab oral four times a day as needed for muscle spasm) (treatment). Outpatient medications included baclofen 10,000 mcg injection on (B)(6) 2015 (treatment).

Event description:
Additional information was received from a consumer. In september 2015, the patient underwent MRI (magnetic resonance imaging) due to slurring words/stroke suspicion and the patient was hospitalized. The pump was read post MRI to confirm motor stall recovery. The stroke was ruled out.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter. (B)(4).